Manufacturer narrative:
Device was used for treatment, not diagnosis. The device is an instrument and is not implanted / explanted. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article, mccall, t. Et al (2010). Treatment of large segmental bone defects with reamer - irrigator - aspirator bone graft: technique and case series. Orthop clin n am, 41, 63-73. The authors conducted a prospective study between february 2003 and march 2007 to evaluate the efficacy of healing and associated complications in patients with large segmental defects treated with bone graft obtained by synthes device, reamer / irrigator / aspirator (ria) system. Twenty one patients, 13 male and eight female, with an average age of 30.6 years, with segmental bone defects agreed to participate. The defect size ranged from two to 14.5 centimeters (cm); average defect size was 6.6 cm. Eight patients smoked, and 13 did not. There were five femurs, 15 tibias and one ulna treated. An average of 4.8 procedures were performed at the defect site before placement of bone graft. Twenty of the 21 patients were followed to conclusion. Patients were followed clinically and radiographically; one patient was lost to follow-up before complete healing. Results included serious injury of a male smoker who sustained a grade 3b open tibia and a 10 cm tibial defect from a motorcycle accident with wound contaminated by dirt and organic debris. He underwent external fixation and multiple irrigation and debridements with antibiotic spacers and required a gastrocnemius muscle flap for coverage. The defect was fixed with a locking plate (manufacturer not reported), and ria bone graft was performed at three months after injury. He developed wound drainage two weeks after operating and was treated with antibiotics. At 22 days after operating the patient had surgical incision and debridement. Much of the graft was removed, but there was a shell of cortical&#12481;ncellous bone around the periphery, which was left intact. The patient had subsequent repeat bone graft with bone morphogenic protein-2. He was noncompliant with intravenous antibiotic treatment and did not show up for the most recent clinic appointments. At last follow-up, he had incomplete radiographic consolidation, but clinically had minimal pain at fracture. This is report 2 of 3 for (B)(6). This report is for an unknown reamer / irrigator / aspirator (ria) system.

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.